Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient called the rep and stated they felt a shocking sensation in their left neck/shoulder/arm/leg. The patient described it as a heat sensation and it was predominantly in their arm. It was reported the sensation started about a month after the last battery change, which was on (B)(6) 2017. All of the electrode and therapy impedances were normal when checked. The patient has an appointment scheduled for (B)(6) 2017. No further complications were reported as a result of this event.

Event description:
Additional information was received. The cause was unknown. The patient has an appointment with the surgeon on (B)(6) 2017.